Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose, the customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia, hypoglycemia, vomiting, hypoglycemia, ambulation or postural difficulties treated with glucose/carb intake, ems/ambulance/ER visit, ems/ambulance/ER visit, discontinue use of insulin delivery system, ems/ambulance/ER visit. The event involved product(s) unomedical, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed and customer was using the auto mode/smart guard feature at the time of the event. Pump was used within 48 hours of reported event. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Customer also reported pump was already replaced due to battery related issue. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported, having a low blood glucose of 40mg/dl. While the sensor glucose was high on september 1, 2024. Customer said, that due to the high sensor glucose, the pump was auto correcting, while the blood glucose was low. Customer could not walk and was throwing up. The low was treated with juice and food. The pump was discontinued. And customer was in the emergency room. Customer said, he was not disconnected, during the last rewind/prime sequence (unknown when that occurred). Customer also said, he went to the hospital ,due to the transmitter being faulty. The transmitter was out of warranty at the time of the hospital visit. Troubleshooting was declined, for sensor issue and low blood glucose event. Pump was returned under case (B)(4).